Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed.. A probable cause could not be determined via data. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test passed. Data/share log was reviewed and inaccurate cgm values were found in the log within the investigation window. The customer complaint was confirmed because there was an indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation.